Event description:
Patient was connected to c-series eis for an ordered forty-six hour continuous infusion. Patient noted that the balloon was empty at approximately eleven hours before the scheduled completion time. The patient had not notified his doctor about the rate of the infusion. I encouraged him to call the clinic and let them know.